Event description:
After treatment approximately a year ago in nasolabial folds and crow's feet with juvederm, the patient experienced ecchymosis, edema, and headaches. The physician prescribed topical cream, water pills, arnica, and an oral steroid. The physician also prescribed an oral antibiotics that the patient did not take. The patient was also treated with restylane and botox at separate treatment sites during the same treatment. Allergan has thus far been unable to acquire further information from the physician to confirm the patient's observation and report of events.